Manufacturer narrative:
Reliability analysis inspected three opened/used sensors, and performed the sensor initialization test. Confirmed that the communication icon was displayed and that the transmitter was flashing while connected to the sensors. Two of three sensors functioned properly. The third sensor failed to confirm that the communication icon was displayed and the transmitter was not flashing while connected to the sensor. Checked the lab transmitter for proper use and operation, and the transmitter passed per specifications.

Event description:
Customer called to report that the insulin pump alarmed lost sensor. Customer states the pump is not communicating with the transmitter. Customer also stating that she has a hard time seeing the wording on the screen of the insulin pump. Customer's blood glucose reading was 110 mg/dl. Troubleshooting was done. Product is being returned and replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.